Event description:
Boston scientific received information that during a changeout procedure this cardiac resynchronization therapy defibrillator (B)(4) induction testing was performed. The device was not successful at converting the patients induced arrhythmia and an error message appeared indication and a short when a 31 joule shock was attempted. Connections of the device and competitor right ventricular lead were normal. A shock on the t-wave was attempted and another error message appeared indication an extended charge time. The device was explanted but not turned off immediately. This device will be returned for analysis. Subsequently the same day another cardiac resynchronization therapy defibrillator (B)(4) was connected to the competitor right ventricular lead and induction testing was performed. A 21 joule shock was not successful at converting the induced rhythm and a "pop" sound was heard in the operating room. Upon loading of the capacitors to deliver a 41 joule shock an error message displayed indicating an open circuit and an external shock was performed to terminate the arrhythmia. The connection of the device and lead was checked with showed to be normal. A capacitor reform was performed indicating a 39 second charge time. The physician planned a revision procedure. Another revision procedure was performed to explant the device p107/(B)(4). Interrogation of the device showed that the device had triggered end of life (eol). It was noted that upon explanting the competitor lead a fracture was confirmed. A competitor right atrial lead as well as the competitor right ventricular lead were explanted and an epicardial lead was placed. The explanted device was replaced and successful induction testing was performed with no complications. Both devices will be returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis this event will be updated.

Manufacturer narrative:
Upon reciept at our post quality assurance laboratory device was returned at end of life (eol). Visual inspection confirmed two arc marks on the device and an x-ray confirmed and a blown plasma fuse. Laboratory analysis confirmed that the device shocked into a damaged competitor lead resulting in arc marks on the device and blowing the plasma fuse. When the plasma fuse is blown the device cannot charge a high voltage capacitor to the expected voltage which results in charge time outs and eol battery status.